Event description:
The determination of an interferent of the potassium sensor of the opti cca blood gas/electrolyte analyzer at extremely high and extremely rare ammonia levels not addressed in product labeling. This issue was brought to the attention of osmetech by the editors of "clinical chmeistry" as thwy asked us to review and respond prior to publication an article entitled "equimolar ammonia interference in potassium measurement on the osmetech opti cca". The authors report that a high potassium level (>8 mmol/e) measured with the opti cca was found in an infant with methylmalonic acidemia (mut0 subtype) whose serum ammonia level was around 3000 umol/l. The patient was being transported from an outside facility to children's hospital. The potassium was normal when tested with other analyzers. They postulated and proved that the interference with the potassium sensor on the osmetech opti cca occurred with increasing levels of ammonia up to 5000 umol/l. To event was not reported to osmetech and the outcome of the patient is unk.